Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer also experienced nausea and dehydration. The customer stated that he changed the infusion set, but continued to experience high blood glucose levels. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of th insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.